Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type programmer, physician. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (10 mg/ml, flex dosing 2.7 mg/day) via an implantable infusion pump. It was reported that on (B)(6) 2015 the patient presented to their hcp for evaluation, as the pump started alarming on that date. Evaluation of the pump was not possible; there was a telemetry issue with the clinician programmer and the pump, and the alarm continued and was unable to be discontinued. Multiple attempts were made to reprogram the pump, but were unsuccessful. The reporter was unable to interrogate the device using 2 different programmers, and removed all known sources of possible electromagnetic interference (emi), it was also noted no emi sources were present. The critical alarm sound was occurring every minute. The pump was also making other alarm sounds during interrogation attempts. Partial critical alarms and non-critical alarms were heard during interrogation attempts as well. Troubleshooting did not resolve the e vent. The patient described symptoms consistent with opioid withdrawal; she began to feel some agitation and some diaphoresis, also described as sudden symptoms of sweating/clamminess. The patient felt the symptoms were just starting "slightly." She was reportedly otherwise unchanged as far as her medical condition went. In addition, the patient felt like the pump moved that weekend ((B)(6) 2015) and dropped toward her waist band. The patient was scheduled for neurosurgical evaluation and replacement of the pump. The patient was given a prescription for oral morphine to be taken twice daily. The pump was replaced on (B)(6) 2015 . It was unknown what caused the pump movement.

Manufacturer narrative:
Analysis of the pump hybrid determined that the reported no telemetry and constant alarm error conditions were caused by a solder bridge.

Event description:
Information reported by a company representative revealed the pump serial number to have been (B)(4), and not (B)(4)as previously reported. Additionally, follow- up regarding identification of the catheter, troubleshooting, actions/interventions, root cause, and resolution associated with the pump that dropped to the waistband, as well as diagnostics performed related to the clamminess and sweating was previously requested; no response has been received. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.